Manufacturer narrative:
The referenced pump exchange on (B)(6) 2018 is reported on medwatch MFR report # 2916596-2018-00527. (B)(4). Approximate age of device - 1 day. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient recently underwent a pump exchange on (B)(6) 2018 for elevated lactate dehydrogenase (ldh). On (B)(6) 2018 and again on (B)(6) 2018, the customer submitted log files for review due to observation of elevated powers and flows. Log file analysis completed by the manufacturer¿s technical services representative revealed intermittent power and flow elevations. On (B)(6) 2018, it was reported that the cause of the elevated powers and flows had not been determined; however, thrombus was suspected. On an unspecified date, the patient was started on heparin and aspirin, but heparin was held for a period of time due to a large bleed around the liver. On (B)(6) 2018, the patient¿s ldh was 3300 u/l. The patient was on dialysis and was too sick for any surgical procedure. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: on 14mar2018, it was reported that the patient continued to have elevated power and flows despite the pump exchange. The lactate dehydrogenase (ldh) was 3000 u/l. The patient continued to have low hemoglobin despite administration of blood products. Reportedly loss of kidney function due to acute kidney injury (aki) was requiring dialysis. Eventually, the patient became unresponsive and severely hypotensive despite vasoactive agents. The family decided to withdraw care, and the lvad was disconnected. On (B)(6) 2018, the patient expired. The cause of expiration reported to be cardiopulmonary failure. An autopsy was declined; so the pump will not be returning for evaluation. Lvad clinicians were unsure if the event was related to patient condition or thought to be due to a device issue. No further information was available.